Event description:
It was reported that the insulin pump had insulin squirting out and alarming during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unable to perform the occlusion test due to motor error alarm, the motor was tested outside of the device and it passed. Unit passed the prime and excessive no delivery alarm, rewind, displacement test.